Event description:
Health care professional reported that after implanting the valve, the pt became hemodynamically unstable. The heart was re-opened and the valve replaced. Report indicates that the pt is doing well. Cause of the event is unkown and the valve has been returned for evaluation.